Manufacturer narrative:
Reported device not marketed in the united states, however similar products and/or processes are. Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. There are no units in stock. Without closed and/or defective samples a complete analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Mesh is not flexible enough. No samples for analysis.